Event description:
The user facility reported a 70-year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that multiple suction alarms occurred and were not resolved with IV fluid bolus. The patient's p-level was decreased to relieve suction and chemical support was increased to maintain mean arterial pressure (map). However, the transesophageal echocardiogram (tee) confirmed the device was in the appropriate placement. Subsequently, the patient developed right ventricle (rv) dysfunction and the decision was made to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.